Event description:
It was reported the spring wire guide was found kinked during use on the patient. A new device was used. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one hemodialysis kit containing a spring wire guide (swg) and advancer tubing, 2-l catheter, dilator, 18 ga introducer needle, and ars for analysis. Visual inspection of the swg revealed that the proximal end was separated and not returned. Additionally, multiple kinks were noted in the swg body. The dilator tip was noted to be misshapen and there was a slight bend in the distal end. The customer stated that they were unaware of the dilator damage, therefore, it was determined that the damaged occurred after the swg incident. The kinks in the swg measured 255 mm, 305 mm, 335 mm, 445 mm, and 630 mm , from the distal end. The total length of the swg core wire measured 652 mm, which is within specifications of 678-688 mm per swg graphic. This indicates that at least 26 mm of the catheter had separated from the proximal end and were not returned. The outer diameter of the swg measured 0.85 mm , which is within specifications of 0.838-0.877 mm per swg graphic. The swg was functionally tested per the instructions-for-use (IFU) provided with this kit which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle...use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin...thread tip of catheter over guidewire." The undamaged portions of the swg were able to pass through the returned 18 ga introducer needle, ars , and catheter with minimal resistance. The swg met slight resistance in the dilator due to biological material (biomat). Once the biomat was cleared, the swg was able to pass through with minimal resistance. A manual tug test confirmed the distal weld was secure. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The customer report of a separated swg was confirmed by complaint investigation on the returned sample. Approximately 26 mm of the proximal end of the swg were separated and not returned. Additionally, multiple kinks were noted in the swg body. Despite the damage, the returned swg passed all relevant functional testing. A device history record review was performed, and no relevant findings were identified. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the customer description that that the damaged occurred during use, and the sample returned, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported the spring wire guide was found kinked during use on the patient. A new device was used. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).